Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient placed an ace bandage over the lifevest. The ace bandage cut into the patient's skin and caused the skin to bleed. It's unclear if the lifevest exacerbated this skin irritation. Follow up with the patient indicated that the open wound improved and the physician advised the patient to remove the lifevest to allow the skin to heal.